Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was blocked. The customer reported they could not restart the insulin pump. The customer stated they could only perform a fixed prime on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with rewind anomaly and motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self-test and a21 error test all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked end cap, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.